Manufacturer narrative:
The suspect device was received for eval. Review of the device history record and testing of the device confirmed. Error code-44510. Therefore, the circuit board was replaced. Following repair, the device passed all function and delivery testing.

Event description:
A report was received that stated the pump alarmed "error code 44510". No pt injury or adverse event was reported.